Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 04-feb-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9633178) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31540340) and could not pass through the microcatheter. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 13-jan-2026, additional information was received. Per the information, the angioplasty procedure was targeting the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. There was no damage noted on the first microcatheter. The stent was still on the delivery wire when it was removed. There was no damage noted on the stent / stent delivery system. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). The replacement microcatheter used to complete the procedure was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31540340) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The microcatheter shaft was cut at 11.6cm from the proximal end of the microcatheter. An accumulation of dried blood residues was noted at the hub of the microcatheter. A functional analysis was attempted. The microcatheter was flushed with a lab sample syringe; however, high resistance was met. A lab sample guidewire was attempted to be advanced through the luer hub of the microcatheter, but it got stuck at 2.0 cm. Blood residues can be seen protruded from the cut area of the microcatheter. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The issue reported in the complaint is confirmed based on the occluded condition of the microcatheter. Although a continuous flush was reported, the dried blood residues suggest that the saline flush was insufficient, and according to risk documentation, an insufficient saline flushing is a potential failure mode that can compromise the performance of therapeutic device. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A review of manufacturing documentation associated with this lot (31540340) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.